Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 10/22/2024. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of the device was suspected of device contamination during an on-site inspection and submitted pictures to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the customer perform a quarterly cleaning and disinfection according to the IFU, hpc testing is also recommended to provide a quantitative assessment of the water quality. No patient involvement was reported. Cq received hpc test results on (B)(6) 2024 that were outside of cq specifications for water quality indicating device contamination.